Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought they heard their implantable cardioverter defibrillator (ICD) alerting so they obtained a magnet and placed it over the ICD on at least 2 different dates. An interrogation indicated that there were no alerts that had triggered but there were four audible tone dates/timestamps that at least partially coincided with the dates the patient remembered using the magnet. The ICD remains in use. No patient complications have been reported as a result of this event.